Event description:
It was reported that prior to a procedure at the user facility, a plume of smoke came out of the end of the loaner core impaction drill. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The reported event was not duplicated. During functional inspection, the service technician noted the handpiece would not run and no further testing could be performed. After the functional inspection, the handpiece was disassembled and visually inspected. During this visual inspection, the service technician observed socket corrosion. Since the device was a loaner unit, it will not be returned to the user facility.